Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a follow up CT. It appears that there is a type I endoleak coming from the right iliac limb. It appears that the limb has very little seal in the iliac. The patient was treated with a 16x10x156 endurant limb extending the stent graft on the right side to the external iliac. Internal iliac was coiled. The endoleak was resolved. The physician stated that the cause of the event was due to anatomy; disease progression. No additional clinical sequelae were reported and the patient is fine.